Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one photo of a device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned photo depicts the cam on one of the jaw legs was disengaged from the driver. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged jaw cam condition may occur when one of the jaws legs gets forcefully pulled outward away from the center line of the shaft. The noted jaw cam disengagement impedes functionality of the jaws, possibly resulting in clip malformation and/or difficulty removing the instrument from a trocar. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there were issues loading and firing the clips. No clips were able to load properly into the jaws. The clips fell into the patient cavity but was retrieved. Only one of the jaw was opening properly. There was no unanticipated tissue injury or damage as a result of the product problem. There was no blood loss of 500cc or more. The surgical time was not extended by 30 minutes or more.